Event description:
Inbound. Pt reports not getting a disposable clamp tubing alarm when reservoir volume was down to 20 or 30 ml. Cassette lot number not available. Connected a new cassette to back up pump. Back up pump running. No further details provided.